Event description:
It was reported that during a laparoscopic colectomy procedure, the device was very noisy and the staples would not close completely. A new device was opened and used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged anvil former (device b): method/results/conclusions: device (a) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. Device (b) was received in good visual condition; the instrument was tested for functionality and it fired the remaining 13 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. No batch record review could be performed, as the lot number provided is an invalid number.